Event description:
It was reported that the instrument broke during use in a laparoscopic ventral hernia procedure. All parts were retrieved. There is no report of injury associated with this event.

Manufacturer narrative:
No medwatch was received from the user facility. All sections on this form completed by the MFR. Investigation results: evaluation of the instrument revealed that the jaw link was detached from the rivet. The rivet was still intact and all pieces were present. Additionally, it was noted the device did not meet product specifications and showed signs of third party repair. A review of conmed linvatec records shows no repair history for this device.